Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump was not responsive when he hits the buttons, it did not light up. The customer¿s blood glucose level was 430 mg/dl at the time of incident. The customer did not provide information about symptoms and treatment. It was unknown if the customer was using auto mode at the time of incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer was at the beach and he went in the water with the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review, there is corrosion around the battery connectors so much so that the aa battery connector is slightly detached.